Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increasing thresholds, intermittent loss of capture and possible fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.